Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls, consistent with a failure to infuse associated with the motor component; the device was initially unresponsive due to depleted battery, then recharged, alarms cleared, and operation restored after guidance to restart and perform a dry run with new supplies. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related issue was identified and the event aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.